Event description:
Caller reported patient received an unexpected elevated blood glucose level; reading was not provided. Caller stated patient became very tired and dry mouthed. Caller reported patient inserted a new cartridge and infusion set; there were no error or warning signals displayed on the infusion device. Caller stated after that, patient's blood glucose level became hi and she was taken to the hospital and admitted. Caller reported patient was treated with insulin via infusion. Caller stated practitioner at the hospital thinks the infusion device did not give insulin. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).